Event description:
The iab was inserted into the pt on 7/13/97 at 4:15 pm. On 7/16/97 at 5:00 pm. After iabp for over 75 hours, the dr had difficulty removing the iab from the pt. (Event complications: none from the event - reported 11/25/79.) (Pt's current status: unk - rpt'd 11/25/97)

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.